Event description:
The product was used during a lar procedure. Reportedly, the instrument was difficult to open and did not cut. The surgeon resected the application site and completed the procedure. The hosp has reported the pt's condition is satisfactory.